Manufacturer narrative:
The customer reported that the IV tubing set leaked could not be determined. The reported set model that was in use during the customer event was not provided and was not returned for evaluation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that during a tpn infusion the IV tubing set leaked on the floor and was discovered in the am. The patient's blood sugar was at 49 (low), a new ivf was hung and patient's blood sugar returned to normal range within 45 minutes.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified additional information requested, but was not provided.

Event description:
It was reported that during a tpn infusion the IV tubing set leaked on the floor and was discovered in the am. The patient's blood sugar was at 49 (low), a new ivf was hung and patient's blood sugar returned to normal range within 45 minutes.